Event description:
It was reported that the patient expired. The patient was not eating well over the weeks prior to her death. She was taken to the hcp multiple times for evaluation and assessment without any specific issues being identified. One night at the group home where she lived, the patient was noted to be "turning purple"; requiring CPR as she had no heartbeat or respirations. She was hospitalized and expired 4 days later. Final autopsy results are pending. The reporter indicated that she died of a "massive coronary" however, underlying cause has not been determined, pending histology reports. She was found to have "excessive mucous in her bronchial tubes". There was no report of baclofen withdrawal or overdose. There was no apparent evidence that the patient's death was related to the pump or therapy.